Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure colon protruding through vagina and mesh was implanted. It was reported that following insertion, the patient experienced pelvic pain, urinary problems, vaginal pain, difficult, painful sex and bowel problems. It was also reported that the patient experienced pelvic pain, urinary problems, vaginal pain, difficult painful sex, bowel problems and had partial removal of mesh sling from rectocele surgery (2009) on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03182. The same patient is represented in each medwatch.